Event description:
The lay user/patient contacted lifescan alleging the battery contact in the meter is corroded. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.